Manufacturer narrative:
This lead remains implanted. As a result, boston scientific is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited increased pacing impedance measurements greater than 2000 ohms. Sensing, threshold measurements and capture were all appropriate. No adverse

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the cardiac resynchronization therapy defibrillator (crt-d) was performed. A visual inspection of the device header and case noted a small dent in the front of the case. No other anomalies were observed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This report is being filed to submit the analysis results.